Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received multiple motor error alarms on the insulin pump during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. No further information reported.